Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited device could not be lit due to defective main lamp. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H3 and h4 were corrected as there were incorrectly selected in the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ due to a faulty main lamp olympus will continue to monitor the field performance of this device.